Event description:
The account states that the right head siderail has a broken weld at the lower pivot. The account indicated that the siderail was taken off of the bed before he verified whether or not the siderail would latch in the up position.

Manufacturer narrative:
A replaced siderail was sent to the account to repair the bed.